Event description:
A physician reported gas bubbles found on the anterior chambers and aspiration was done with the help of needle in the left eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Most recent preventive maintenance from field service engineer was on fourth march in this year. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report picture for left eye confirms the presence of anterior chamber bubbles. When it occurred, many small bubbles coalesce and create larger bubbles that migrate through the posterior stroma and endothelium without being absorbed by the endothelial pump and these bubbles appear in the anterior chamber. This usually happens with big flap diameters on a small corneal diameter. Anterior chamber bubbles are not of concern, as the only consequence is the treatment getting delayed by several minutes to several hours while waiting for the bubbles to fully dissipate. In this case the customer decided to relieve the anterior chamber bubbles with a needle, which is not the recommended handling of anterior chamber bubbles by the manufacturer. The recommended way to continue by manufacturer is to wait until the bubbles have disappeared. No technical root cause was identified for the anterior chamber bubbles, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).